Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bortezomib leaked during use with a bd phaseal¿ optima injector (n35-o). The following information was provided by the initial reporter: 3rd identified incident of leakage of hazardous drug during subcutaneous administration utilizing bd phaseal optima components - injector & connector medication used - bortezomib prepared in a 3ml bd syringe with attached optima injector. Administered using a magellan hypodermic safety needle 25g x 5/8" (serial number 8881850558). Product observed in cytoxic bag with all components connected) customer identified that leakage occurred either at the junction of the injector to the connector or where connect attached to the needle - unable to confirm exact point of leakage.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-02-15. H6: investigation summary: three samples contaminated with the carcinogen bortezomib were received, samples were decontaminated prior to being evaluated. Upon visual inspection, no defects observed. During the decontamination process, this liquid must be passed through all connections (injector, connector, and non-bd needle). After passing the liquid several times through the three connections received from the customer, it is observed that the liquid only leaks through the tip of the non-bd needle. No leakage is observed neither between the injector connection with the connector nor between the luer thread of the connector with the luer of the needle. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. The product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including leak testing. Based on the information available, we are unable to identify a root cause at this time.

Event description:
It was reported that bortezomib leaked during use with a bd phaseal¿ optima injector (n35-o). The following information was provided by the initial reporter: 3rd identified incident of leakage of hazardous drug during subcutaneous administration utilizing bd phaseal optima components - injector & connector medication used - bortezomib prepared in a 3ml bd syringe with attached optima injector. Administered using a magellan hypodermic safety needle 25g x 5/8" (serial number (B)(6)). Product observed in cytoxic bag with all components connected) customer identified that leakage occurred either at the junction of the injector to the connector or where connect attached to the needle - unable to confirm exact point of leakage.